Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise and was reproducible with arm movements and pocket manipulation. The lead was capped and replaced during a pulse generator changeout on (B)(6) 2017. The patient has not experienced any adverse effects before, during, or after surgery.